Event description:
It was reported that the patient was getting a shocking sensation in the upper thoracic area. Database analysis results were inconclusive and could not confirmed the cause of shocking sensation. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
C-1132 (sn: (B)(6)). The returned ipg was analyzed and passed the functional tests and revealed normal device characteristics. The allegation of the patient is getting a shocking sensation by the ipg was not confirmed. The ipg exhibits normal characteristics. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was getting a shocking sensation in the upper thoracic area. Database analysis results were inconclusive and could not confirmed the cause of shocking sensation. The patient underwent an ipg explant procedure. Additional information was received that the leads were also explanted. The explanted leads were not returned.